Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they went to emergency room because of low blood glucose level of 24 mg/dl. The customer¿s experienced different blood glucose level 254, 197 mg/dl. The customer was treated with food for low blood glucose and manual injection for high blood glucose. The customer also stated that the insulin pump stopped working due to moisture exposure. Troubleshooting was not performed for low blood glucose. The product will be returned for analysis.

Manufacturer narrative:
Device had unresponsive blank screen due to moisture damage on the electronic assembly. The motor had moisture damage. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, selftest and displacement accuracy test due to unresponsive blank display. Pump received with cracked case on the back at the battery tube area. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.